Event description:
This case was initially received via regulatory authority (B)(4) on 18-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in left side"), device dislocation ("one, in the pelvic area, on the left situated too far to the side, 15 mm, with 69 mm between the proximal markers"), uterine polyp ("polyp measuring 4 cm") and endometrial ablation ("resection of endometrium") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two essure on the right in the pelvic area" on (B)(6) 2014. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced uterine polyp (seriousness criterion medically significant) and endometrial ablation (seriousness criterion medically significant). On (B)(6) 2014, the patient underwent uterine polyp (seriousness criterion medically significant) and endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), myalgia ("muscles pain"), back pain ("pain in back / back and lumbar pain"), renal pain ("pain in kidneys"), arthralgia ("pain in hips"), gait disturbance ("limping"), tinnitus ("tinnitus"), fatigue ("fatigue"), menorrhagia ("heavy menstrual periods"), deafness ("deafness (reduced hearing in left ear)"), tendonitis ("unexplained tendonitis in hips and buttocks"), dry eye ("dry eyes"), abdominal distension ("swollen abdomen"), urinary incontinence ("urinary leaks (despite vaginal sling)") and allergy to metals ("allergy to nickel (allergy test positive for nickel and cobalt)"). The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2017) and surgery (resection of intrauterine polyp). At the time of the report, the pelvic pain, device dislocation, uterine polyp, endometrial ablation, abdominal pain, myalgia, back pain, renal pain, arthralgia, gait disturbance, tinnitus, fatigue, menorrhagia, deafness, tendonitis, dry eye, abdominal distension, urinary incontinence and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, back pain, deafness, device dislocation, dry eye, endometrial ablation, fatigue, gait disturbance, menorrhagia, myalgia, pelvic pain, renal pain, tendonitis, tinnitus, urinary incontinence and uterine polyp to be related to essure. The reporter commented: after placement of the essure inserts she encountered numerous health problems. Poor health for years after placement of the inserts, which has worsened in recent years. Diagnostic results: (B)(6) 2014, plain film of abdomen showed three essure devices in the pelvic area, two on the right and one on the left situated too far to the side, 15 mm, with 69 mm between the proximal markers. Allergy test positive for nickel and cobalt. Lymphocyte activation test on-going. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on 25-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3572 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.